Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence & pelvic organ prolapse on (B)(6) 2007 and mesh was implanted into the patient. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent the concurrent procedure of a bilateral salpingo-oophorectomy during mesh implantation.

Manufacturer narrative:
It was reported that following insertion the patient experienced recurrent urinary tract infection, and hematuria. (B)(4).

Manufacturer narrative:
It was reported that the patient had a monarc sling by (B)(6) in 2007.

Event description:
Details: it was reported that the patient had a monarc sling by (B)(6) in 2007.

Manufacturer narrative:
(B)(4): it was reported that the patient concomittantly underwent a hysterectomy. After implantation of the obturator sling, the patient experienced erosion, extrusion of mesh, pain, bleeding, infection, dyspareunia, incontinence and she underwent revision of mesh on (B)(6) 2008.(B)(4).in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Exposure. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.